Manufacturer narrative:
Hologic technical support (ts) team reviewed the logs and explained that a low positive rlu result that is repeating negative is likely a low-target sample, and therefore would not repeat when retested. Ts relayed this information to customer. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4), aptima sars-cov-2 (B)(4), and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Hologic field applications specialist (fas) reported on behalf of customer some low positive samples from their sars-cov-2 tma runs on panther instrument sn (B)(4). Seven positive samples from september were stored frozen at -20°c and were retested in october on the panther and another system using rt-pcr; all seven samples resulted negative. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results beings reported to patients.